Event description:
The customer reported that the valve appeared not to drain and the surgeon felt that it was defective. This was found prior to surgery and did not cause patient harm or contribute to delay in surgery greater than 30 minutes.

Manufacturer narrative:
Please be advised that per the new matrix on (B)(4) 2013, this event will be filed as a malfunction. Upon completion of the investigation, examination of the valve revealed the presence of dried saline debris within the device. This dried saline debris caused the returned valve to fail the programming and reflux tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.